Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto device. The device was returned to a third party service center. During visual inspection of the device it was found that white particles were present. There was no evidence of foam degradation. The device was scrapped. This report is being submitted for the white particles found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.